Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report l701184. The event occurred while on a patient. The pump had helium leak alarms and lost power. As a result, the pump was switched out for another pump. The pump was serviced by the field service engineer (fse) and the fse could not duplicate the alarms. Pump strips showed two helium loss #3 alarms. Additional information received from the clinical support specialist (css) the patient arrested for approximately, 60 min prior to the intra-aortic balloon insertion. It was also reported that the patient cardiac arrested after his admission to the intensive care unit 3-4 hours after. The patient did expire unrelated to the intra-aortic balloon pump. The doctor who ran the code made the medical judgement.

Manufacturer narrative:
(B)(4). Teleflex did not received the device for investigation. The reported complaint of "helium loss (3) alarm" is confirmed based on the pictures of the recorder strips. The field service engineer checked the pump and no problem was found. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. (B)(4).

Event description:
It was reported via field service report l701184. The event occurred while on a patient. The pump had helium leak alarms and lost power. As a result, the pump was switched out for another pump. The pump was serviced by the field service engineer (fse) and the fse could not duplicate the alarms. Pump strips showed two helium loss #3 alarms. Additional information received from the clinical support specialist (css) the patient arrested for approximately, 60 min prior to the intra-aortic balloon insertion. It was also reported that the patient cardiac arrested after his admission to the intensive care unit 3-4 hours after. The patient did expire unrelated to the intra-aortic balloon pump. The doctor who ran the code made the medical judgement.